Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2013. Prior to explant patient received two dilations to treat dysphagia symptoms with little effect. Uneventful device explant (B)(6) 2016. Linx device found in the correct position/geometry. Fundoplication performed immediately after device explant. Patient reported as doing well after device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2013. Prior to explant patient received two dilations to treat dysphagia symptoms with little effect. Uneventful device explant (B)(6) 2016. Linx device found in the correct position/geometry. Fundoplication performed immediately after device explant. Patient reported as doing well after device explant.